Event description:
Customer reports lancet protruded from the softclix device; unable to determine if lancet protruded after firing or not. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, however, it has been discarded; replacement was sent.